Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found that the battery springs inside the battery compartment are bent. When tested with new batteries and an alternate power supply, all functions passed. The hold button is missing. (B)(4).

Event description:
The customer did not provide any specific info as to the reason for the return of the product. There was no pt incident or injury reported.